Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient the device would not power up. Complainant alleged that during subsequent testing the device displayed "system fault 36" and "system fault 37" messages and the display went gray. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.